Event description:
It was reported that a patient experienced coronary artery spasm, cardiac arrest, atrial flutter and st-segment elevation. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation a farawave 2.0 nav cath 31mm - us was selected for use. Following the completion of the left pulmonary vein (lpv) and right pulmonary vein (rpv) applications, whilst attempting to proceed to the left carina application, the anesthetist noted a drop in blood pressure. The electrocardiogram (ECG) revealed a bundle branch block and st-segment elevation. Coronary angiography showed spasm in all three coronary arteries. Cardiac arrest ensued. The farawave procedure was cancelled. Nitroglycerin and adrenaline were administered, and chest compressions were performed. Placed on extracorporeal membrane oxygenation (ECMO) and monitored. The physician indicates application was not performed in the area adjacent to the coronary artery. However, it is possible that the patients cardiac function was already poor and that it was prone to spasms. It cannot be ruled out that the pfa contributed to the multi-vessel spasm. After treatment the patient presented palpable pulse and had been in atrial flutter (afl) since admission; therefore, a cavo-tricuspid isthmus (cti) line was inserted via a radiofrequency (rf) catheter whilst the patient was on ECMO. An impeller pump was subsequently inserted and was admitted to the intensive care unit (ICU). The patient outcome is unknown. The device is not expected to return. It was further reported that no air was observe in the device or in the patient. There was no audible sound like air being sucked through the sheath or catheter. Coronary angiography was the only intervention performed regarding of the st-segment elevation noticed. St-segment elevation. Was seen in all ECG leads. The patient was under general anesthesia. The patient was not deep breathing or having apneic episodes as respiratory management was carried out by the anesthetist under general anesthesia. There were no patient conditions that could lead to a negative intrathoracic pressure. No information is available regarding echocardiographic changes observed. A total of 47 ablations were done. ECMO was initiated immediately after the spasm but was discontinued the following day, no information regarding if patient has been discharged. Patient name and weight are unavailable per customer/account.